Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the femoral artery using another manufacturers' short 6f introducer sheath. The target lesion was located in the non-tortuous and moderately calcified left common iliac artery (cia). This 6.0x40x75cm express biliary ld stent was selected for treatment. The physician experienced resistance during advancement of the stent delivery system (sds) due to the calcification. As a result, the stent dislodged in the external iliac artery. The stent did not embolize inside the patient and was retrieved from this location using a buddy wire. All other devices were removed with the exception of one guide wire so that access to the lesion was not lost. A longer non-bsc introducer sheath was then inserted and the procedure was completed with another express biliary ld stent. No further patient complications were reported and the patient's status is ok.